Manufacturer narrative:
Block b3: exact date unknown, event occurred in year 2020 prior to the date the manufacturer became aware. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(6), batch: 5063907, UDI: (B)(4).

Event description:
It was reported that the spinal cord stimulator (scs) leads of the patient had impedances. The patient underwent a scs replacement procedure, was doing well postoperatively and the explanted devices were disposed by the facility.